Manufacturer narrative:
The main component of the system and other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead.

Event description:
Information was received from a basic evaluation trial patient. The trial was for urinary incontinence. It was reported that the patient would drink two 8 oz. Cups of coffee and two 8 oz. Cups of water every day. Yesterday she drank 30 oz. Of water and went to the bathroom every hour. She had a few times that she did not make it to the bathroom. The patient changed sides on the lead because the patient had had less than a 50% improvement during the trial. The patient later reported that she had been sore and bloated throughout the trial. The patient wanted to know if this was normal. The patient later reported swelling and bloating in her stomach. It was described as bad menstrual cramps and she felt like she had a lot of pressure. Her stomach was ¿like twice the size¿ as it normally was. She was a very reactive person (she had skin allergies and sometimes medications didn¿t work like they were supposed to on her) and she felt that maybe something to do with it. The patient was wondering if there was data on other people ¿rejecting¿ the device. At the time of the removal of the trial they noticed that the lead was bent. They determined that was probably why the results were not accurate during the trial because it ¿wasn¿t where it was supposed to be.¿ on the right side she got some results but on the left she got nothing. She kept checking to make sure the device was still giving power and was working and it was. But it was bent or ¿crimped inside¿ so it was not on the correct spot to get accurate results. The patient still had swelling and bloating even though the trial was over. They tested her for a urinary tract infection (uti) on (B)(6) 2016 to see if she picked that up during the trial. They had not gotten the results yet. She was probably going to try it again since the lead was bent and she did not get accurate results to see if this therapy would help her bladder issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that during their first trial the wire had bent and their stomach swelled up and they were in a lot of pain. It was noted that they were going to test for a uti, but the sample had been thrown out. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) responded to a letter who provided the patient's weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Changed to adverse event and product problem . If information is provided in the future, a supplemental report will be issued.